Event description:
Patient prepared for initiation of surgery but the hana table stopped working. It was reset (4) times with troubleshooting and the same result. Patient had to be moved to a subsequent hana table. FDA safety report ID# (B)(4).